Event description:
Plate broke after operation. Plate broke due to a bicycle accident after the implementation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An analysis was conducted and it states that based on the topography of the fracture surface, that the implant was subjected to moderate dynamic bending loads (one-sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp-reconstruction plate 3.5. The plate could not resist the applied force which finally led to the material overload and fatigue failure. There was no evidence of material or manufacturing defects. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found.